Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that patient was too sick, and he needed it 1 1/2 years ago and told he had idiopathic pulmonary fibrosis (ipf), a serious lung condition. Patient readings are probably not right now & he's not able to do any tests right now. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.